Event description:
The customer reported via phone call that he had high blood glucose but not hospitalized. Customer's blood glucose was 600 mg/dl. The customer was treated via humalog manual injection and insulin pump delivery. The customer also reported via phone call that the insulin pump is shutting off at night. Customer declined to troubleshoot for the device and wanted to processed replacement for ongoing issues. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.